Event description:
It was reported the floppy disk drive is "jammed" and not working. The programmer was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report - floppy disk drive is jammed and not working. Analysis also found that the keyboard was missing, the keyboard slide assembly was missing, the power cord bay was broken, and the link electronic module (lem) board failed during a functional test.